Manufacturer narrative:
H4: the lot was manufactured from june 21, 2019 - june 25, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during a patient infusion. The device had been filled with 13500mg piperacillin/tazobactam in 230ml sodium chloride (nacl) 0.9%. It was reported that there was ¿more than 10% remaining following disconnection¿. There was no patient injury or medical intervention associated with this event. No additional information is available.